Manufacturer narrative:
The complainant indicated that the device would no be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a coronary artery during eluting stenting treatment procedure thrombosis occurred. The 1st diagonal (diag) artery contained a 90% stenosis at the origin followed by a patent previously implanted bare metal stent (bms). A 2.5x15mm non-bsc balloon was advanced to the target lesion and inflated. A 2.5x12mm taxus express2 des was implanted in the 1st diag. The patient was given versed, angiomax, nubian during the procedure. The patient was given 300mg of plavix post procedure. The 753 days later, the patient presented with 4/10 chest pain and a non-q myocardial infarction. The patient stopped his plavix approximately two weeks prior to the event. The patient had "run out of his plavix and just did not call to get this prescription filled." Initial electrocardiograms (ekgs) noted sinus rhythm and diffuse st-segment depression. Repeat ekgs following medical therapy showed improvement in st-segment changes with persistent lateral st-segment depression. Thrombosis was noted in the previously placed taxus express2 during eluting stent (des). A 2.5x20mm non-bsc balloon was used to dilate the stent. No residual stenosis was noted. There was some evidence of distal embolization from the stent thrombosis as the vessel became very small in the distal portion. The pt was given versed, fentanyl and reopro during the procedure. The pt was given 600mg plavix post procedure. The physician reinforced the need for lifetime plavix with this pt. There were no complications evident throughout the procedure.